Manufacturer narrative:
The olympus repair center did not confirm the e212 error; the unit was able to save multiple pictures in different usbs. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the evis exera iii video system center displayed an internal buffer error e212 during preparation for the unspecified diagnostic procedure. There was no patient involvement. Upon inspection of the customer's returned device, the repair center found no image due to a defective printed circuit board. This report is being submitted for the malfunction found during evaluation (no image).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.